Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections e2, e3, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following information is stated in the instructions for use (IFU): ¿·inspection of the endoscopic image ·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation noted the reported issue of "error e315" was not duplicated, not confirmed. Device was inspected and no leak was observed, scope was dry, no issue found on image. Furthermore, the following defects were identified during device inspection: switch # 1 has a cut. Play observed on control knob. Deep dents observed on distal end plastic cover . Cracked glue observed on a-rubber (bending section). Minor scratches noted on lg tube. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported error code e315 (error-scope error) message found at preparation for use. There was no patient involvement, no harm or user injury reported due to the event.